Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6fr sheath hole prior to an interventional atrial fibrillation ablation procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16fr and the atrial fibrillation ablation procedure was completed. Reportedly, post procedure during knot advancement a suture break occurred on the first proglide device. The second proglide device was successfully deployed; however, oozing was still noted at the access site and hemostasis was not adequately achieved. A figure of eight suture was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.